Manufacturer narrative:
(B)(4). Date sent 1/15/2026. D4 batch # unk. B3: only event year known: 2026. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: could you please give more information about the event description? After the stapler was fired the right side of the reload was stapled but the left side didn't. What is the patient consequences if any (delayed surgery, death, bleeding, extended hospitalization, etc.) She is still hospitalized in ICU with several stenosis; we might take her back for conventional surgery (rygb). Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Additional information was requested, and the following was obtained: what was the surgical procedure? What tissue was being fired upon? Any clips, guidewires, bougies or hard objects near the area at the time of firing? How was the device specifically cleaned in between firings? Were there any unusual sounds or feelings during firing? Was there any additional medical or surgical intervention required? What is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure after he fired the stapler the stapler stapled the right side, the left side didn't staple.

Manufacturer narrative:
(B)(4). Date sent 4/22/2026 d4 batch # 358d63. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with one gst60g reload (a) loaded in the device. Additionally, four gst60g reloads (b, c, d, & e) were received along with the device. Reload (a) was received unfired and with no apparent damage. Reload (b) was received with the right side fully fired and the left side partially fired 1/3, with slight damage on the reload deck and knife channel, the reload pan bent and partially dislodged from the right proximal side. The reload pan was removed and the one-piece sled was found damaged. Reloads (c, d, & e) were received sterile and with no apparent damage. The device was tested for functionality in the straight position with the returned reloads (a, c, d, & e) and completed the full firing sequence without difficulty. The staple line and cut line were complete, and the staples met the staple release criteria. The device event log was reviewed and indicated a high force-to-fire during the two clinical firings which is an indication of the device being fired across an obstruction and/or tissue that is thicker than indicated. Firing across an obstruction and/or tissue that is thicker than indicated may damage the reload, as the external forces exerted from the thick tissue on the cartridge reload can put a strain on internal components that could result in improper interaction between the sled and the drivers. However, no definitive conclusion can be made that firing across thick tissue contributed to the observed damage on reload (b). Additionally, the device event log indicated that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When any of the articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. The event reported was confirmed and the damage to the one-piece sled is potentially related to the design. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 358d63, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 2/20/2026. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 2/4/2026. Photo analysis: this is an analysis of two photos submitted for evaluation. During the visual analysis, the following was observed: the photo shows a green cartridge with traces of bodily fluids. It appears that the cartridge was fully fired on the right side and partially fired on the left side. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot number a97106, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 2/24/2026. D4 batch #358d63. Investigation summary- the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with one gst60g reload (a) loaded in the device. Furthermore, four gst60g reloads (b, c, d, & e) were received. The reload (a) was received unfired and with no apparent damage. The reload (b) was received the right side fully fired and the left side partially fired 1/3 with damage on reload deck and with the reload pan bent and partially dislodged from the right proximal side. Upon further inspection, the reload was found to have damaged on the knife channel. The reloads (c, d, & e) were received sterile and with no apparent damage. The device was tested for functionality in the straight position with the returned reloads (a, c, d, & e) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event reported was confirmed and it is related to improper use. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 358d63, and no non-conformances were identified.